Event description:
It was reported that during the removal of the device after a treatment procedure, a blade detachment was noted. The physician experienced resistance while removing the device through the 7fr sheath. A portion of the blade detached but could not be located and removed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Updated: device evaluated by MFR, eval. Summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: examination of the returned device noted that approximately 1.9cm of one of the blades and pad had detached from the proximal end of the balloon. A visual and tactile examination of the shaft of the device noted a kink at approximately 51.5cm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during the removal of the device after a treatment procedure, a blade detachment was noted. The physician experienced resistance while removing the device through the 7fr sheath. A portion of the blade detached but could not be located and removed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).